Event description:
The contact stated that the customer tested his blood glucose and received back to back readings of 400 and 128 mg/dl and 180 and 99 mg/dl. The differences between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.